Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the swivel lock loose. The swivel base had rotational movement while in the locked position. Minor adjustments were needed. The rocker arm was stiff to position and cleaning was required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair because the lock and unlock knob were loose and would not lock securely.